Event description:
It was reported that the patient had asystole. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the was. The was was positioned in the laa of the patient. The physician was having trouble positioning the intracardiac echo (ice) catheter in the patient when the patient accidently grabbed the was and ice catheter. The devices were resterilized before the patient grabbed the devices again. At this time the patient went into asystole for 10 seconds before their heart returned to normal. The physician made the decision to end the procedure with no closure device implanted. The patient had no complications as a result of this event and has been discharged from the hospital.